Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted for the emergent endovascular treatment of a 6.2 cm in diameter ruptured thoracic aortic aneurysm. It was reported that the case went well, the device was successfully implanted. However, the patient had an mi and passed away before leaving the or.